Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was not reported.

Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal output and normal telemetry communication. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on (B)(6) 2021.